Event description:
Event description guidant received information that the patient with this implantable defibrillation lead experienced innapropriate shocks 6 hours post implant. Evaluation of the lead demonstrated high impedance. The physician elected to explant and replace this lead with a similar guidant ICD lead. No additional complications were reported.